Event description:
It was reported that the patient presented to the hospital with fatigue and shortness of breath. Echocardiogram was performed and confirmed pericardial effusion due to cardiac perforation from aveir leadless pacemaker (lp) implant. The effusion was located the atrial lp implant location and was attributed to the implant of the atrial lp. The leadless pacemaker system was removed. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that the patient presented to the hospital with fatigue and shortness of breath. Echocardiogram was performed and confirmed pericardial effusion due to cardiac perforation from aveir leadless pacemaker implant. The leadless pacemaker system was removed. The patient was stable.